Event description:
It was reported that a detached or missing sensor wire occurred. On (B)(6) 2026, a nurse called on behalf of the patient who was at the hospital alleging the sensor wire was left in the skin. There was no documentation about any removal of the wire. At the time of the report, patient condition was unspecified. Dexcom technical support attempted to follow up with the patient multiple times to obtain further details and clarification regarding the incident, but they were unable to make contact. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).